Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received a ventricular oversensing alert via merlin.net. Post-paced t-wave oversensing was noted. Programming changes were made. Patient was stable and will continue to be monitored.